Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a two (2) 50ml intravia containers leaked where the port was wielded to the bag and where the port was folded inward. The issue was identified during testing prior to patient use. There was no patient involvement. No additional information is available.